Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the fabius posted a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The log file was evaluated by the manufacturer. It can be confirmed that a ventilator failure occurred during the procedure in question. The recorded error entries indicate that multiple sequences of mains power outage have occurred. The device continued operation on internal battery supply between the power losses. The alarm battery low!! Was posted more than one time. This means that the residual capacity fell below 10% repeatedly; in between the battery was charged again when mains power returned temporarily. Finally, the battery was fully depleted, leading to the observed stop of ventilation. The device alarms in such case and, manual ventilation remain possible in this state. Draeger finally concludes that the reported ventilator failure was not occurring as a consequence of a technical malfunction - it was related to loss of mains power supply. The device ran on battery until this back-up source was depleted. Appropriate alarms were posted. The residual capacity is being displayed continuously and a dedicated alarm will sound when the battery becomes fully discharged. There was no patient injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00304.